Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, based on the customer's report the device performed to specification. When a problem with the x series unit or an attached sensor triggers an alert, in addition to sounding an equipment alert, the x series unit displays an alert message (yellow background, black text). "Pads/paddles lead fault" occurs when a shorted condition from the multifunction cable (mfc) is disconnected or when there is no ECG signal via pads. This is normal device operation indicating the user should check their connections from the mfc. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.